Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records from incisional hernia repair ~2007 were not provided.] 07/08/10: [date on report is 07/09/10; this is possibly the dictation date, as perioperative records document date of surgery was 07/08/10]. Mclno ¿ medical center of la no. Peter meade, md; thomas chaly, md. Operative report. Anesthesia: general endotracheal anesthesia. Preoperative diagnoses: ventral hernia repair recurrent with history of diabetes, hypertension and morbid obesity. Postoperative diagnoses: status post incisional hernia repair. Attending physician: peter meade, md. Resident: thomas chaly, md. Estimated blood loss: 100 ml. Brief history: this is a 50-year-old caucasian male with the history of morbid obesity, hypertension and diabetes, who had a recurrent incisional hernia after it being repaired 3 years ago at east jefferson hospital. Procedure in detail: ¿after the proper consent was obtained, the patient received prior medical clearance, he was brought to the operating room theater, and placed supine on the operating room table. The abdomen was prepped and draped in the standard sterile fashion. An incision was made using a #11 blade in a transverse fashion supraumbilically approximately 4.5 inches in length which involved incising the previous abdominal scar from previous incisional hernia using a #12 blade. Next, the skin and fat were dissected away using the bovie cautery and hemostasis was achieved using the bovie. The hernia was identified and was dissected away from the fascial defect. The mesh was also identified and found in between the hernia sac and no longer in place. It was difficult to tell whether it was an overlay or an underlay mesh as the mesh had turned into a round ball that was very hard and involved the hernia sac. The edges of the fascial defect were cleared away using the bovie and the areas of the fascial defect were identified as well. Subsequently, it was realized that the hernia sac was just composition of hard fat and was excised, and the hernia reduced without difficulty. The sac was then sent for pathology and the defect was identified and a large piece of duomesh was subsequently placed with u-stitch 0 pds suture around the whole entire mesh involving the fascial defect. This was done without very much difficulty under clear visualization and noticed that no bowel was attached within the stitches. Subsequently, the fascia was closed in a vertical fashion over the placed mesh and approximately 6 vertical mattress sutures were placed with 0 pds suture. Next, the skin was approximated using a 3-0 vicryl suture as the corpus layer was brought together to close down the dead space. Next, the skin was closed using a skin stapler without much difficulty. All instruments and lap pads were accounted for at the end of the case. Dr. Meade was present throughout the entire case. There were no complications. Blood loss was accounted for and was minimal. Foley was removed at the end of the case.¿ 07/08/10: mclno ¿ medical center of la no. Perioperative nursing record. Implant record. Implants: item: mesh dual 15 cm x 19 cm x 1 mm, 1dlmcp04. Site: abdomen. Manufacturer: w.l. Gore & associates. Status: implanted. Expiration date: july 1, 2012. Qty implanted: 1. Lot#: 7089668. Model#: 1dlmcp04. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/7089668) was implanted during the procedure. 07/08/10: [missing records: a pathology report detailing analysis of the device removed during the 07/08/10 procedure was not provided.] 10/18/11: [missing records: the 10/18/11 operative report for recurrent ventral hernia repair was not provided.] 10/18/11: mclno ¿ medical center of la no. Brent mccarty, md. Discharge summary. Admitting diagnosis: recurrent incisional hernia. Discharge diagnosis: status post open repair of recurrent ventral incisional hernia. History: multiple ventral hernia repairs with mesh; however, the patient recently returned to clinic with recurrence, therefore, he was scheduled for an outpatient open hernia repair. Admitted, taken to operating room where open ventral hernia repair was undertaken. The defect was closed with ethilon sutures after the hernia was reduced and as much previous mesh was dissected away as possible. Midline fascia was closed with looped #1 pds, and the skin was closed with staples over top. Extubated and sent to post-anesthesia care unit where he recovered well. At that time, it was determined that patient was not in need of hospital admission; discharged in stable condition. Diet: regular. Activity: as tolerated. Given an abdominal binder which he is to wear at all times. No heavy lifting greater than 10 lbs. Follow up with general surgery clinic in 2 weeks. ??/??/??: [missing records: records for follow up at general surgery clinic were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
D17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7089668 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional revision surgery on (B)(6) 2011. Additional event specific information was not provided.